Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery. The customer went to the emergency room (ER) due to an elevated blood glucose level (540-541). The customer administered a manual insulin injection prior to going to the ER in attempt to resolve the issue. The customer was treated with intravenous saline and insulin while in the ER and was released from the ER 6 hours later with no permanent damage and the reported issue resolved. The customer continued to use the pump for insulin therapy.